Manufacturer narrative:
(B)(4).

Event description:
A couple of days prior to (B)(6) 2010, the pt¿s baclofen (500 mcg/ml) dose was increased to 200 mcg because she was very tight. On (B)(6) 2010, the dose was increased to 300 mcg and the pt was given a 50 mcg bolus. The pt was still tight the next morning and was experiencing a headache, an upset stomach, and ringing in her ears. It was noted that they were unable to access the pump on (B)(6) 2010. An x-ray was taken to determine if the pump was flipped; from what they could tell, it did not look flipped. They did have trouble reading the pump. The healthcare provider was not using the template when attempting to access the pump. The pump logs were normal. The pt had recently had a dye study and it was normal; the pump was running, but moving around in the pocket. The pt had recently gone through a trail and was very loose at 75 mcg and now at 300 mcg she was still feeling tight. It was determined that the pt had a low pressure headache. The pt had 2 epidural blood patches since the first one did not relieve the symptoms. The second one in (B)(6) was complicated by subarachnoid injection. The headache and other symptoms finally resolved after she recovered from the subarachnoid spread of blood.